Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported experiencing a sensation in the spine of shooting out electricity which is causing spasms in parts of their body. They also reported experiencing one in the waistline under their underwear, one 8" or 10" above their waistline, and half way in between the two others. The patient noted that the one at the waistline under their underwear caused their legs to go into a "mixed marshal art". They noted that their whole torso swings or sways when it was shooting up at the top. As for the new one in the middle, they end up doing massive crunches in the middle of the night that hurt. They noted that it stretches their back and squeezes their front. The lower legs sensation started 6-8 months ago and the one above started 2-3 months ago. The newest one was 2-3 weeks ago. The patient noted that it occurs everyday and they haven't slept more then two and a half hours in over a week. They noted that they had been working in the backyard, walking in the mud, and picking and lifting things when they experienced the second sensation. MRI and CT scan guidelines were reviewed. The call center told the patient that they could try turning off device to see if the sensation goes away. The call center also told the patient to follow up with their healthcare provider (hcp); they then noted that they sent a message today. No further patient complications have been reported as a result of this event.